Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet pump and, during a troubleshooting call, discovered the infusion set had been inserted with the needle cap on, with insulin leakage at the site, bruising, and no bent or broken cannula; the user was guided to change the infusion site and tubing. Symptoms included none reported. Outcomes included no need for outside assistance or medical intervention. Investigation included call-based troubleshooting and user education. Investigation of this case revealed use error leading to inadequate insulin delivery and hyperglycemia, with leakage at the infusion site after incorrect insertion. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user handling error resulting in under-delivery.